Event description:
Correction: the initial MDR submitted on infection was filed inadvertently. No infection has occurred.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to inflammation, pain/non auditory sensations and infection at the implant site. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.